Event description:
On may 19, 2010, the lay user/pt contacted lifescan (lfs) to report the one touch ultra2 meter was giving the error 2 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the info originally provided. On (B)(6) 2010, the pt obtained the error 2 error message on the reported meter; he was unable to obtain a blood glucose reading. The pt noted this was a new, out-of-the-box, meter. The pt took no actions due to the meter issue. Afterwards, the pt experienced the symptoms of decreased blood pressure and 'hazy vision'. The pt did not seek any medical attention or treatment. Troubleshooting revealed the meter was not programmed for the correct calibration code number for the lot of test strips in use, and the pt's testing technique was incorrect, both of which can cause error messages. The issue was resolved with pt education. The meter, test strips and control solution were replaced. The pt's testing technique was incorrect. The pt allegedly suffered symptoms suggesting severe hyperglycemia after he was unable to test his blood glucose level due to the meter issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.